Event description:
Device appears to be undersensing on atrial lead during atrial high rate episodes." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).